Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, insulin flow blocked alarms, or prime/fill, rewind anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
(B)(4). Customer concern: my bgs are not going down and I am feeling anxious have a good meal yesterday and thought I had given insulin I took the needle out and found it was bent I put a new one in and still having trouble have tried different things and did not work for breakfast, I had only one waffle bg 260 it has been over an hour and it bg 344 I have a dexxcom and it is pretty accurate and I tested on meter and it is the same 20 mins before that I gave a shot and thought it was enough for that I had double hamburger yesterday 01/24/2021 and home-made fries but I give an insulin for 11g carbs I thought it was sufficient to handle I removed the cannula it was bent but the pump did not detect that dop114-980doc: high bgs/under delivery what led up to the event?: I had double hamburger yesterday (B)(6) 2021 and home-made fries but I give an insulin for 11g carbs I thought it was sufficient to handle also, had a bent cannula but it seems like the pump did not detect that document current bg value: 344 mg/dl is customer currently reporting any symptoms related to their high bgs?: no does customer feel ok to troubleshoot?: yes has customer been using the insulin pump system within 48 hours of reported high bg event?: yes is customer calling back to perform an hp test after receiving a tubing clamp, or being advised to do so, on a previous call?: no explain that we have formulated these troubleshooting steps to ensure their pump is completely operational and working safely by covering common factors including infusion set, site, insulin, lifestyle, pump programming. Advise that there are many other factors information received by medtronic indicated that the insulin pump had failed high pressure test. Customer had high blood glucose level of 344 mg/dl and treated it with insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis. That may cause bgs to be outside of their target range (i.e. Medications, health, stress, and activity). Would customer like to troubleshoot?: yes was customer using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at time of high bg event?: no document if customer has a back-up plan available: yes, have back up plan available inquire if, and how, customer treated for high bgs: using insulin pump document when this recent high bg event began: 01/23/2021 when was the infusion set last changed prior to the event?: (B)(6) 2021 explain the 2 high bg rule. Was customer in ER, admitted into hospital, or ems dispatched as a result of high bgs?: no explain that we can rule out the potential factors (infusion set, site, insulin, programming) to find a possible reason for your high bgs: yes advise leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus. Does customer wish to check for the presence of leaks or air bubbles in the tubing or reservoir?: no advise that site related issues, such as bent cannulas tend to be contributing factors in hbgs. Advise high bgs may occur if the insulin is expired or cloudy. Does customer wish to check for possible site/insulin issues?: no advise inaccurate pump settings may result in hbgs. Advise if any recent changes have been made to programming, or they have concerns that settings may be inaccurate we can review them. Does customer wish to check their settings?: no advise the pump is designed to trigger an alarm if it detects a blockage preventing the flow of insulin. Advise if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. If they do not have the necessary equipment to test this alarm we can send it to them. Would customer like to test pump?: yes does customer have a tubing clamp available?: yes (if damage exists) advise cu go to record for full text